Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll slide close 19gal pharm was missing its lid. The following information was provided by the initial reporter: "RMA above was called in by customer service due to customer complaint of " missing lids""

Event description:
It was reported that the sharps coll slide close 19gal pharm was missing its lid. The following information was provided by the initial reporter: "RMA above was called in by customer service due to customer complaint of " missing lids"".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-08. H6: investigation summary: samples were received and investigated by our supplier. Based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process because there is not enough information like method used to handle, shipped partial sells and controls to storage the remaining product within distributor facility. The controls were verified within the manufacturing process and confirmed as capable to detect the lack of missing lids. If additional information that helps to find the root cause can be provided, then a new complaint record will be open to initiate a new investigation path. Potential root cause: non-controlled method to ship partial boxes to end user (re-packaging process). Non controlled handling within distributor facilities. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process reported additionally. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months. H3 other text: see h10.